Event description:
During the transfemoral tavr procedure, pacing capture skipped during the deployment of a 23mm sapien xt valve causing the valve to ¿jump¿ and land in a final 95:5 aortic/ventricular (a/v) position. The valve was stable with no paravalvular leak (plv) or central leak; however, there was concern about possible valve migration due to the patient¿s large sinuses of valsalva (sov) and sinotubar junction (stj). A second valve was prepared and positioned 50:50 a/v within the first valve. During deployment the second valve also moved aortic, landing 90:10 a/v, about 2mm lower that the first valve. No pvl or central leak was noted. No further actions were taken. The patient remained hemodynamically stable throughout the procedure. The procedure was completed and the patient was transferred in stable condition. It was perceived that the loss of pacing capture during deployment resulted in the too aortic position of the first valve. The cause of the too aortic position of the second valve could not be confirmed. The patient¿s annulus measured 19.8mm x 25.4mm by CT (valve area of 388mm2). Moderate annular calcification, mild native leaflet calcification and moderate aortic root calcification were reported. The sov measured 31 to 33mm. The stj measured 39.5mm, with no calcification reported.

Manufacturer narrative:
(B)(4). Per the instructions for use, device malposition requiring intervention is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, and movement of the delivery system by the operator. Deployment of the sapien valve too aortic has the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency; it can obstruct the coronary ostia; and lead to embolization of the prosthesis into the ascending aorta. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment in this case, procedural factors (loss of pacing capture) contributed to the malposition of the first valve. A second valve was deployed to secure the first valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.